Event description:
On 08/13/1999 the pt underwent a lavh using an ethicon endo gia. Post-operatively the pt experienced severe hypotension (systollic=60), became unresponsive and was returned to the or for exploratory lap, exp lap found that the pt was bleeding intra-abdominally (5,300cc), from the gia staple line.